Event description:
A 3.5mm diameter by 15mm length s670 stent delivery system was inserted in attempt to direct stent a lesion in the left anterior descending artery. It was not possible for the stent to cross the severely calcified target lesion; therefore, it was pulled back from the coronary artery. Upon removal, the stent caught on the tip of the guide catheter causing it to dislodge from the delivery balloon. The undeployed stent was successfully retrieved with a snare device. The target lesion was then pre-dilated and subsequently treated with another s670 stent. The pt reportedly was fine post procedure and there were no additional clinical sequelae reported relative to the event. The instructions for use were not followed, when the lesion was not pre-dilated and when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.